Manufacturer narrative:
No catalog number was provided but for neck procedures it is possible they used either 6640ez or 6635. Without lot number it is not possible to determine the expiration date of the product or manufacturer date. No product was returned for evaluation. The patient has a history of allergic reactions to tapes and adhesives. The instructions for use for the ioban 2 drape includes the following: "contraindication: do not use ioban 2 antimicrobial incise drape on patients with known sensitivity to iodine." End of report.

Event description:
A nurse alleged that a (B)(6) male had surgery in (B)(6) on his anterior neck. The surgical site was prepped with alcohol and chloraprep(tm). A 3m ioban(tm) 2 antimicrobial incise drape was applied to the site. The man was lying in a supine position during the surgery. After the surgery, a 3m tegaderm(tm) dressing was placed on the surgical site and the man was discharged. No issues were noted. Later the man alleged a rash extending from the middle of his face to his chest. He went to the emergency room where he was given epinephrine and steroids. The rash resolved. As a test the man's allergist placed a tegaderm(tm) dressing on the man's skin. The man did not report back with any issues over the next 2 weeks.